Event description:
Revision surgery - the patient was having anterior patella problems; lateral synovitis. The surgeon performed a polyethylene swap.

Manufacturer narrative:
The reason for this revision surgery was to remedy synovitis after two years of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 13th complaint for this part number: three due to stability/poor joint issues, two due to pain, two for a broken device, two due to wear, one due to trauma, one due to infection, and one for a revision. This is the first complaint for this lot number. The root cause was most likely due to synovitis, the root cause for the synovitis was not determined with confidence. There is no information that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.